Event description:
A surgeon reported that a torn posterior capsule occurred during laser assisted cataract surgery procedure. It is unk whether the device caused or contributed to the event. Additional info was requested; however, the surgeon was unable to provide any further details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).